Manufacturer narrative:
Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The anvil was not returned with the instrument. As the anvil was not returned, further functional testing could not be performed. Therefore, it could not be ascertained as to why the instrument reportedly did not fire.

Event description:
It was reported the cdh33 was used during a low anterior resection. It was reported the device did not fire. There was no consequence to the pt.